Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2008 and that it had performed to specification up to (B)(6) 2008 there were a number of self-test fails. During this time the device recorded a temp of -2.9 degrees celsius. During this period, the software version was changed from 2.0.2 to 2.0.6. Between the (B)(6) 2010 the device records two failed self-tests. During this the temp was recorded at -8.8 degrees celsius. The device was in fault mode until (B)(6) 2011 when it began to log multiple manual power-ups, mainly of 10 minute duration. The software version was changed from 2.0.6 to 3.2.0 on (B)(6) 2012. Investigation did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured on the membrane it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.